Manufacturer narrative:
Per tandem user guide: avoid exposure of your pump to temperatures below 40°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump. Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Additionally, change your cartridge every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified; however, customer reported filling cartridges with cold insulin, changing infusion sets every 3 days, and changing cartridges 4 days. Customer was instructed to fill cartridge with room temperature insulin, change trusteel infusion sets every 2 days, and change cartridges every 2-3 days per the user guide. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 273 mg/dl at time of event.